Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's ready for use (rfu) indicator has an x and the device beeps. There is no patient involvement.

Event description:
It was reported to philips that the device's ready for use (rfu) indicator has an x and the device beeps. There is no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. It was found j1 had crunchy pins.